Manufacturer narrative:
During inspection and testing, the unit does not connect to the wireless foot switch. A review of the device history record found no deviations that could have caused or contributed to the configuration problem. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the likely cause of this issue is determined to be the foot pedal used in conjunction with the laser device caused the error 151 code on the laser device. There are two switches in the foot pedal and when one switch is not compressed, or both switches are not working at the same time, and /or the foot pedal is constantly decompressed, then error 151 appears. However, a definitive root cause of the reported issue could not be identified. During inspection and testing the following was also found: e-stop is loose, the main screen is shattered around the e-stop and fiber dust receptacle, the swivel on the front screen has numerous cracks, the output on the 2 w setting needs to be raised to mid-range, and a rattling noise observed. It is likely the cause for the shattered screen and loose e-stop button is due to customer handling and or transportation of the device. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they received error code e151, a footswitch related error code. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the unit does not connect to the wireless foot switch. This report is being submitted for the malfunction found during evaluation (user cannot properly configure the wireless foot pedal to the system).